Event description:
It was reported that during a procedure using a procise max wand, the wand had no suction function. The surgeon alleged that there was a hole in the suction tube. The procedure was ultimately completed using a back up procise max wand; however, the device deficiency resulted in a surgical delay of an hour. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The returned device was visually and functionally evaluated and performed as intended. The customer's complaint could not be verified, nor can a root cause be determined with confidence, as the returned wand's suction lumens did not exhibit any hesitation during functional testing. Factors unrelated to the manufacture or design of the devices which could have contributed to the reported event include: 1. The suction pressure at the customer's facility which could have not supplied enough pressure to excavate blood and tissue. 2. As evidence would suggest (see photos attached), that the customer could have experienced a clog from an unknown fabric or substance on the electrodes. When the tip becomes clogged, the suction functionality of the wand may decrease. IFU contains warnings and precautionary statements regarding maintaining proper suction flow such as: - maintaining a separate suction line. - ensuring suction is properly connected, if not, stop and connect suction. - plasma wands also incorporate suction lumens which are designed to evacuate bubbles and/or small particles of tissue from the surgical field, and not for large volume suction and/or surgical field evacuation. - connect the suction port on the wand to standard surgical suction. A suction pressure of 250-350 mm hg is recommended.